Event description:
It was reported that the user announced a lunch instead of a dinner on the ilet, consumed cereal and honey, experienced a blood glucose decrease to 40 mg/dl, and ems was called; ems obtained a fingerstick of 38 mg/dl, oral glucose was administered, blood glucose rose to approximately 100 mg/dl then trended near 80¿97 mg/dl, and the user unplugged from the ilet when ems arrived. Symptoms included hypoglycemia. Outcomes included medical evaluation by ems and on-scene treatment without hospitalization. Investigation included review of user-reported event details and device use context. Investigation of this case revealed user error related to an incorrect meal announcement and use of a new infusion site, with no device malfunction reported. It was concluded that the hypoglycemic event was associated with an accidental meal announcement and was managed with oral glucose and ems support. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.